Manufacturer narrative:
Device evaluation of electrode belt has been completed. The rear therapy electrodes were defective and the belt was unable to pass pulse testing. The root cause was unable to be identified there was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt does not deliver biphasic pulse within spec.